Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for multiple inappropriate shocks due to atrial fibrillation (af) episodes with very fast ventricular conduction. It was noted that the patient had not taken the prescribed oral medication therapy for two months before the reported event. At the hospital, the device was interrogated and reprogrammed. The patient's medications were adjusted accordingly. After three days of hospitalization, the patient was discharged in stable condition and the event resolved. The device remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.